Manufacturer narrative:
Concomitant product: d274drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that alerts had occurred three times over the past several months due to right ventricular lead impedance not taken. Reprogramming was done. The device was explanted and replaced for elective replacement indicator (eri). It was also reported that right atrial (ra) lead impedance was varying and there was an instance of high capture thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.